Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device diagnosed a vf due to potential lead noise. The device diagnosed a normal sinus before high voltage therapy was delivered. Externalized conductors were observed under x-ray. The patient was scheduled was for the lead extraction.

Event description:
New information received indicated that the lead was extracted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.5-13.8cm and 11.2-14.5cm from the distal tip. Internal insulation abrasion was noted at 8.0-9.6cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.1-4.4cm, 4.6-6.2cm, and 5.4-5.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.2-22.5cm, 23.5-23.8cm, 28.0-28.1cm, and 28.6-28.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 18.1-18.7cm and 21.0-22.2cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.3-22.5cm, 24.1-24.2cm, and 25.9-26.0cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.